Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had woken up and the insulin pump was turned off. Their blood glucose during the incident was 375 mg/dl. There were no battery alarms in the alarm history. The device was overheating on the battery compartment. Troubleshooting was performed. A new battery did not resolve the issue. It was noted that there were 3 incidents within the last three months where the insulin pump would die overnight without any alarm. The device will be replaced and returned for analysis.